Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose (bg) over 250 mg/dl, but less than 500 mg/dl with symptoms of dehydration (dizzy, lightheaded) and blurred vision associated with intermittent power to the pump. Reportedly, the patient remained on the pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. It was reported that the battery compartment was cracked. This complaint is being reported because the patient allegedly experienced hyperglycemia due to intermittent power to the pump.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 04/16/2015 with the following findings: there were unexplained pump reboots observed in the black box history. The black box showed that the pump was manually suspended on (B)(6) 2015; deliveries never resumed. The battery compartment was cracked on the side from threads to cover. There was no damage found to returned battery cap and it was able to attach to the pump and was used to complete the 24hr duration testing. There were no power interruptions duplicated during the testing. The total daily doses added up correctly and reflected the users programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering accurately and within range. The pump cover was removed and there was no internal moisture or damage observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.